Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the light source caught on fire during a microdiscectomy. No patient complications were reported. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of the returned instrument identified appearance of plastic optical fiber strands melted, consistent with exceeding power limits during usage, per the caution label on the outside of the instrument packaging. The above observations are consistent with inappropriate usage of the instrument.